Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4. One clip was deployed in the mitral valve, reducing mr to a grade of 1. On (B)(6) 2021,the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. Recurrent mitral regurgitation (mr) resulting in dyspnea was due to the slda. Mr and dyspnea are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.